Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('the foreign body material has been removed') in a female patient who had essure (batch no. 872995) inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment, various physical symptoms have developed. In the meantime, I have had follow-up treatments and the foreign body material has been removed. Lot number: 872995, manufacturing date: 2011-07, expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("severe (chronic) pain in the abdomen"), uterine perforation ("uterine perforation") and device dislocation ("migration of essure") in a female patient who had essure inserted (lot no. 872995) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 10 days after essure insertion, she experienced procedural pain ("pain symptoms immediately after implantation"). An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), back pain ("pain in back"), hypersensitivity ("allergic reaction"), menometrorrhagia ("abnormally large amount of blood loss (during menstruation), change in menstruation cycle"), headache ("pain in head"), premature menopause ("premature menopause"), arthralgia ("pain in hips"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), feeling abnormal ("brain fog"), dyspareunia ("dyspareunia"), uterine perforation (seriousness criterion medically important) and device dislocation (seriousness criterion medically important) and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure and uterus were removed). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, device dislocation, disturbance in attention, dyspareunia, fatigue, feeling abnormal, headache, hormone level abnormal, hypersensitivity, menometrorrhagia, premature menopause, procedural pain and uterine perforation to be related to essure administration. The reporter commented: essure placement date discrepancy (B)(6) 2012 or (B)(6) 2012. Various physical symptoms developed after this treatment. Since then, I have had a follow-up procedure in which my uterus was removed, along with the foreign-body material. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damages. Lot number: 872995. Manufacturing date: 2011-07. Expiration date: 2014-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-oct-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure (batch no. 872995) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), procedural pain ("pain symptoms immediately after implantation"), back pain ("pain in back"), hypersensitivity ("allergic reaction "), headache ("pain in head"), menstrual disorder ("change in menstruation cycle"), heavy menstrual bleeding ("abnormally large amount of blood loss (during menstruation),"), arthralgia ("pain in hips"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems") and premature menopause ("premature menopause") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, procedural pain, back pain, hypersensitivity, headache, menstrual disorder, heavy menstrual bleeding, arthralgia, fatigue, amnesia, disturbance in attention, hormone level abnormal and premature menopause outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstrual disorder, premature menopause and procedural pain to be related to essure. Lot number: 872995 manufacturing date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: event foreign-body material has been removed was deleted. Events severe (chronic) pain in the abdomen, pain symptoms immediately after implantation, pain in back, pain in hips, pain in head, extreme and chronic fatigue, memory loss, concentration problems, change in menstruation cycle, abnormally large amount of blood loss (during menstruation), hormonal problems, allergic reaction and premature menopause were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure (batch no: 872995) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("pain symptoms immediately after implantation"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("pain in back"), hypersensitivity ("allergic reaction"), menometrorrhagia ("abnormally large amount of blood loss (during menstruation), change in menstruation cycle"), headache ("pain in head"), premature menopause ("premature menopause"), arthralgia ("pain in hips"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss") and disturbance in attention ("concentration problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, procedural pain, back pain, hypersensitivity, menometrorrhagia, headache, premature menopause, hormone level abnormal, arthralgia, fatigue, amnesia and disturbance in attention outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, hormone level abnormal, hypersensitivity, menometrorrhagia, premature menopause and procedural pain to be related to essure. Lot number: 872995, manufacturing date: 2011-07, expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('the foreign body material has been removed') in a female patient who had essure (batch no. 872995) inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment, various physical symptoms have developed. In the meantime, I have had follow-up treatments and the foreign body material has been removed. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: due to internal review follow up received on 16-apr-2021, addition was detected: consumer (address added) specified the essure insertion date to (B)(6) 2012, insertion for sterilisation. She reported that the foreign body material has been removed (event 'injury nos' was changed to 'medical device removal'). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen'), uterine perforation ('uterine perforation') and device dislocation ('migration of essure') in a female patient who had essure (batch no. 872995) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("pain symptoms immediately after implantation"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("pain in back"), hypersensitivity ("allergic reaction"), menometrorrhagia ("abnormally large amount of blood loss (during menstruation), change in menstruation cycle"), headache ("pain in head"), premature menopause ("premature menopause"), arthralgia ("pain in hips"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), feeling abnormal ("brain fog"), dyspareunia ("dyspareunia"), uterine perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, procedural pain, back pain, hypersensitivity, menometrorrhagia, headache, premature menopause, hormone level abnormal, arthralgia, fatigue, amnesia, disturbance in attention, feeling abnormal, dyspareunia, uterine perforation and device dislocation outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, device dislocation, disturbance in attention, dyspareunia, fatigue, feeling abnormal, headache, hormone level abnormal, hypersensitivity, menometrorrhagia, premature menopause, procedural pain and uterine perforation to be related to essure. Lot number: 872995. Manufacturing date: 2011-07. Expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-jan-2022: adverse events "migration of essure"; "dyspareunia"; "uterine perforation"; "brain fog" added to the case we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("severe (chronic) pain in the abdomen"), uterine perforation ("uterine perforation") and device dislocation ("migration of essure") in a female patient who had essure inserted (lot no. 872995) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 10 days after essure insertion, she experienced procedural pain ("pain symptoms immediately after implantation"). An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), back pain ("pain in back"), hypersensitivity ("allergic reaction"), menometrorrhagia ("abnormally large amount of blood loss (during menstruation), change in menstruation cycle"), headache ("pain in head"), premature menopause ("premature menopause"), arthralgia ("pain in hips"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), feeling abnormal ("brain fog"), dyspareunia ("dyspareunia"), uterine perforation (seriousness criterion medically important) and device dislocation (seriousness criterion medically important) and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure and uterus were removed). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, device dislocation, disturbance in attention, dyspareunia, fatigue, feeling abnormal, headache, hormone level abnormal, hypersensitivity, menometrorrhagia, premature menopause, procedural pain and uterine perforation to be related to essure administration. The reporter commented: essure placement date discrepancy (B)(6) 2012 or (B)(6) 2012. Various physical symptoms developed after this treatment. Since then, I have had a follow-up procedure in which my uterus was removed, along with the foreign-body material. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damages. Lot number: 872995. Manufacturing date: 2011-07. Expiration date: 2014-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-oct-2022: lawyer's reporter added, essure start date updated from to (B)(6) 2012 to (B)(6) 2012, uterus removed added as complement in non-drug treatment notes, imdrf/FDA codes updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen'), uterine perforation ('uterine perforation') and device dislocation ('migration of essure') in a female patient who had essure (batch no. 872995) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("pain symptoms immediately after implantation"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("pain in back"), hypersensitivity ("allergic reaction"), menometrorrhagia ("abnormally large amount of blood loss (during menstruation), change in menstruation cycle"), headache ("pain in head"), premature menopause ("premature menopause"), arthralgia ("pain in hips"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), feeling abnormal ("brain fog"), dyspareunia ("dyspareunia"), uterine perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, procedural pain, back pain, hypersensitivity, menometrorrhagia, headache, premature menopause, hormone level abnormal, arthralgia, fatigue, amnesia, disturbance in attention, feeling abnormal, dyspareunia, uterine perforation and device dislocation outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, device dislocation, disturbance in attention, dyspareunia, fatigue, feeling abnormal, headache, hormone level abnormal, hypersensitivity, menometrorrhagia, premature menopause, procedural pain and uterine perforation to be related to essure. Lot number: 872995. Manufacturing date: 2011-07. Expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-feb-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.